Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and he could not reproduce the reported event. The system was found to be working within specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an error message during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: livanova deutschland requested the serial read-out of the pump. The analysis of the data provided confirmed the reported event. Thus, livanova deutschland requested the affected device for further investigation. Results revealed that no deviations could be reproduced during the tests at the manufacturer site and the device was found to be working within specification. The root cause could not be determined. An intermittent connection failure between pump boards may have led to the reported issue. The motor control board will be replaced as precaution. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.